Event description:
During attempted stenting of a calcified mid-lad lesion, the physician inflated the cypher sds to eleven atmospheres under fluoroscopy, but the balloon would not inflate. The physician waited approx 10 seconds and there was still no indication that the balloon was inflating. He then decided to retrieve the delivery system from the pt and noticed there was blood in the lumen of the sds balloon. It appears there was a perforation in the balloon. The stent never moved or dislodged from the sds. Another cypher stent was placed and deployed successfully. There was no adverse effect to the pt. The product has been returned for evaluation and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
See scanned page.